Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm), the cardiosave intra-aortic balloon pump (iabp) compressor failed. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
The getinge field safety engineer (fse) that encountered the issue replaced the scroll compressor and mufflers. The fse completed a full pm with calibration, safety, and functionality checks per the service manual. The iabp was cleared for clinical use. The failure analysis and testing(fat) dept. Installed the compressor into the cardiosave test fixture and tested the compressor to factory specifications per procedure and the cardiosave service manual. The fat dept. Could not verify the failure of the compressor "failure of pressure performance test" . System was able to reach pressures of 420mmhg and 390mmhg respectively. The fat dept. Ran the system for multiple hours to see if the system would fail over time but no failure was observed. Retaining the compressor in the fat dept. Per procedure. It was determined that further investigation is not required, the compressor shall be scrapped.